Event description:
It was reported that pump battery charge dropped quickly, which caused unexpected pump shutdowns earlier in the day and on previous dates over the past month and a half. There was no adverse impact to the customer's blood glucose level. Customer restarted pump after shutdown, successfully resumed insulin, and was educated by technical support on battery best practices, including the need to restart continuous glucose monitoring sessions and reload cartridge after shutdown, and was advised to monitor system and call back if issue persisted.